Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss reviewed the settings with the customer. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be take to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported experiencing low vacuum while in the "quad" removal of a phacoemulsification procedure. An indication regarding an occlusion was reported to have occurred. No pt harm was reported. Additional information was requested.